Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor to initiate continuous glucose monitoring, with the app displaying a pairing state and not connecting; customer support guided the user to toggle between g7 and g6 device selections and reenter the pairing code, then advised waiting for connection. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included temporary loss of cgm data availability with no hospitalization and no medical intervention. Investigation included remote troubleshooting and user education focused on app configuration and sensor pairing workflow. Investigation of this case revealed that the issue was consistent with a pairing or connectivity problem between the cgm sensor and the mobile app or receiver, with no evidence of device damage or user harm. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity setup error during initial pairing.